Event description:
Patient had generator replacement. The explanted device has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator was discarded. No additional relevant information has been received to date.

Event description:
Clinic notes were received and reviewed. It was reported that the patient has been having an increase in seizures. Patient has been having 1 seizure a week and most of the seizures were noted to have occurred during sleep. The vns magnet was reported to be helpful with post-ictal state. No additional relevant information has been received to date.